Manufacturer narrative:
Corrected data: the reportable awareness date and the event date (b3) should have been (B)(6) 2020 not (B)(6) 2020 as previously reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the physician cut a lead during a procedure and explanted the device (related manufacturer reference# 1627487-2020-23932 & 3006705815-2020-30715).